Manufacturer narrative:
After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked / broken traces on liquid crystal display glass between the liquid crystal display glass controller and the liquid crystal display glass image area. Unable to perform displacement test and self test due to display anomaly. Unable to determine back light anomaly noted due to partial display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had backlight anomaly. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.